Manufacturer narrative:
Batch review performed on 02 november 2021: lot 2100519: (B)(4) items manufactured and released on 08-apr-2021. Expiration date: 2026-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month from the primary surgery the surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully.